Manufacturer narrative:
The presence of debris within the pump was confirmed through the evaluation of the returned pump. Examination of the rotor inlet upon disassembly of the pump revealed a piece of white, fibrous debris to which a laminated thrombus formation had formed around. Scanning electron microscopy/energy dispersive x-ray spectroscopy was performed on the observed debris and the debris was identified as dacron. The origin of the debris as well as a root cause for how and at what time the debris was introduced into the pump could not conclusively be determined through this evaluation. Upon removal of the observed depositions the device was cleaned. The disassembled pump's bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values comparable to what was recorded during the manufacturing process, and the device functioned as intended. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information was received from the (B)(4) registry stating: (B)(6) 2015, ldh rising again to 1300s. Has 24 hour history notable for power and flow spikes overnight to 10s. On (B)(6) 2015, bivalirudin started in setting of ldh beginning to rise again on heparin and concerned for continue lvad thrombosis on (B)(6) 2015, 3 pi events overnight with flow/powers increased to 9. Ldh 1426. Continues to have dark urine. Tee on (B)(6) showed inflow with laminar flow and av opening at every beat. Eptifibatide infusion started. On (B)(6) 2015, hematology consulted for anti coagulation recommendations. On (B)(6) 2015, d/c bival for chromogenic factor xa 36. Integrilin d/c per hf team. CT lvad heart on (B)(6) reveals no evidence for lvad thrombus or obstruction - inflow cannula does abut the apical septal wall. Small amount of fluid and stranding along the chest wall just to the right of midline connecting to the lvad outflow component at its distal metallic component, infection not excluded. Plan is to re-evaluate patient for transplant candidacy. Unfortunately, ldh continues to rise with echocardiographic evidence of recurrent vad thrombosis despite therapy with bivalirudin, coumadin, and eptifibatide. Without removal of the current device he is likely to suffer renal failure from persistent hemolysis, cardiogenic shock or a thromboembolic complication. Since there is inadequate myocardial recovery to consider lvad explant, cardiac transplantation is the optimal strategy and an expedited reevaluation has been initiated which does not (to date) reveal an absolute contraindication to transplantation and we plan to list emergently. Despite qualifying for emergency transplantation, his anticipated wait time will be prolonged and we believe an lvad exchange to successfully support this patient until a suitable organ is available. On (B)(6) 2015, hm2, pump body exchanged last week,unfortunately, his ldh continues to rise. His urine continues to darken and his creatinine is rising. Additionally, he had a tia last night. Mr. (B)(6) emergently needs redo-sternotomy and full.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was never discharged after their first pump exchange on (B)(6) 2015. The patient was on aspirin, heparin and bivalirudin, and the patient¿s lactate dehydrogenase went from 900 u/l to 1600 u/l. An echocardiogram showed evidence of obstruction and an inability to offload the left ventricle. The patient¿s pump was exchanged to another manufacturer¿s device on (B)(6) 2015. It was reported that thrombus was visualized in the pump.

Manufacturer narrative:
The referenced previous report of a pump exchange is covered under MFR# 2916596-2015-00655. Approximate age of device - 15 days. The device was returned to the manufacturer but evaluation is not yet complete. No further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.